Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: implant date: unknown manufacturing and quality control data: deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a normal pressure range of 9 to 24 cmws. The paedigav valve was inspected as article fv286t. All parameters of the valve (opening, pressure, reflux, tightness) have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Description incoming product condition: received the catheter with prechamber. The paedigav valve was not seen. Optical inspection: first step of the investigation is the optical inspection. The optical investigation was done with a piece of about 12 cm catheter material with prechamber which was submitted. During the optical examination, we could not detect any obvious hole in the catheter. Also it can be seen that the deflector is no longer in the position at the time of delivery. Permeability test: in order to investigate if there is a leakage of the catheter the catheter was flushed with water. The fluid was drained properly over the distal end of the catheter. When rinsing with liquid, a hole could be found in the ventricular catheter from which the fluid had leaked. Adjustment test: an adjustment test is not applicable. Braking force and brake function test: a braking force and brake function test is not applicable. Result: first we performed optical inspection on the catheter. Abnormalities or a hole in the catheter could not be detected by the visual inspection. The deflector has already been adjusted. The next step was a permeability test with the catheter. The investigation has resulted that the catheter was permeable. During the flushing with liquid we could detect any hole in the catheter (pic 6). The manufacturing of the shunt system and the in-process controls guarantees the integrity of the product. All products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. The shunt system was sterilized by miethke and released for shipment and documented as well. A potential deviation of the specification at the shunt system would be detected and rejected from the lot. Based on our investigation results we could not detect any failure with this product at the time of distribution.

Event description:
It was reported by the healthcare professional to the company sales representative "the ventricular catheter was gently pushed in the metal canal in the metal piece which is to placed in the burr hole. This caused a small hole to appear in the catheter, through which cerebrospinal fluid leaked. A second catheter was replaced in the brain." In the second catheter no leakage appeared.